Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The keylog was reviewed and the issue was able to be verified. It was observed that battery 1 had a low state of charge and has a manufacturing date of 2007. The low battery charge and old battery may have contributed to the loss of power events observed. Repairs unrelated to the reported issue were complete. Battery pins were replaced due to one year replacement cycle. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation ((B)(6)) 2016/679 of the (B)(6) parliament and of the council. Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during patient use. There were no reports of adverse effects to the patient as a result of the reported event.